Manufacturer narrative:
(B)(4).

Event description:
It was reported that via a merlin transmission, the ventricular lead exhibited high impedance resulting in a polarity switch. Noise episodes were also noted in unipolar mode. The patient was presented in clinic and the device was reprogrammed. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited an out of range impedance measurement, resulting in a polarity switch. Noise episodes were also noted in unipolar mode. The patient was presented in clinic and the device was reprogrammed. No patient symptoms were reported.